Event description:
It was reported that after insertion of the iab, the pump experienced high pressure alarms at the onset of pumping. It was determined that this was caused by the balloon not unwrapping or inflating. The iab was removed and replaced without any pt complications.